Manufacturer narrative:
Block h6: device code a020503 captures the reportable event of packaging seal compromised.

Event description:
It was reported that a percuflex plus stent was to be used in a procedure to remove kidney stones. During unpacking, it was found that the inner packaging was not sealed properly. The procedure was completed with another same device and there were no patient complications reported.

Event description:
It was reported that a percuflex plus stent was to be used in a procedure to remove kidney stones. During unpacking, it was found that the inner packaging was not sealed properly. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a020503 captures the reportable event of packaging seal compromised. Upon receipt at our quality assurance laboratory, this percuflex plus ureteral stent underwent a thorough analysis. Visual analysis did not identify any damages to the returned device. The pouch, positioner, and suture were also returned for analysis. The pouch returned was already opened and the device was outside. The reported allegation of packaging seal compromised could not be confirmed since it was impossible to prove that the device was not sealed. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A conclusion code of cause not established was assigned to this investigation.